Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device disconnected during use. The reporter stated that "the one-link with the IV line still attached was disconnected from the patient¿s peripheral IV extension tubing and the patient had bled into the bed through this open line¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.